Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue, and the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to other, non-product related, experience. No additional adverse patient effects were reported. Additional information was received indicating oversensed noise resulted in inappropriate shocks, resulting in their decision to replace the s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue, and the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to other, non-product related, experience. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue, and the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to other, non-product related, experience. No additional adverse patient effects were reported. Additional information was received indicating oversensed noise resulted in inappropriate shocks, resulting in their decision to replace the s-ICD system. No additional adverse patient effects were reported.